Manufacturer narrative:
Correction: the implant date should be (B)(6) 2019 not (B)(6) 2013. The return date should be 08 oct 2019 not oct 15 2019.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.